Event description:
Customer reported that the insulin pump froze during a bolus attempt. Customer also reported that the numbers on the screen of the insulin pump were ramping on their own. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen, no ramping numbers, or scroll bar moving noted during testing. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.